Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and were summarized as follows: contributing factors: active lifestyle patient takes warfarin which can predispose the patient to bleeding findings: 60 ml of hemorrhagic synovial type fluid was aspirated. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent aspiration of left total knee replacement under local anesthetic. It was further reported that this event resolved. The surgeon stated that, prior to the aspiration, the patient was extremely active and that may have been a contributing factor. There is no additional information at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-02729. D11-medical products: vanguard cr ilok fem-lt 67.5 item# 183030 lot# 769910, vang mono finned stm tib 71x12 item# 166503 lot# 1257317. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent aspiration of left total knee replacement under local anesthetic. It was further reported that this event resolved. There is no additional information at this time.